Event description:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('sharp pelvic pains'), vaginal haemorrhage ('heavy vaginal bleeding, leading to anaemia') and blood loss anaemia ('heavy vaginal bleeding, leading to anaemia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. Concurrent conditions included autoimmune disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion hospitalization), blood loss anaemia (seriousness criterion hospitalization), allergy to metals ("metal hypersensitivity reaction"), inflammation ("hyper inflammation"), syncope ("fainting "), circulatory collapse ("collapse"), palpitations ("palpitations"), night sweats ("night sweats "), pyrexia ("daytime fever"), rash ("facial rash") and fatigue ("fatigue"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery. Essure was removed on (B)(6) 2021. In (B)(6) 2021, the pelvic pain, vaginal haemorrhage, blood loss anaemia, allergy to metals, inflammation, syncope, circulatory collapse, palpitations, night sweats, pyrexia, rash and fatigue had resolved. The reporter considered allergy to metals, blood loss anaemia, circulatory collapse, fatigue, inflammation, night sweats, palpitations, pelvic pain, pyrexia, rash, syncope and vaginal haemorrhage to be related to essure. The reporter commented: normal hormone levels. Diagnostic results (normal ranges are provided in parenthesis if available): c-reactive protein on an unknown date: 177. Immunoglobulins on an unknown date: raised. Based on the available information, a review of our c omplaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 09-mar-2021. The most recent information was received on 12-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('sharp pelvic pains'), vaginal haemorrhage ('heavy vaginal bleeding, leading to anaemia') and blood loss anaemia ('heavy vaginal bleeding, leading to anaemia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to metals. Concurrent conditions included autoimmune disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion hospitalization), blood loss anaemia (seriousness criterion hospitalization), allergy to metals ("metal hypersensitivity reaction"), inflammation ("hyper inflammation"), syncope ("fainting"), circulatory collapse ("collapse"), palpitations ("palpitations"), night sweats ("night sweats"), pyrexia ("daytime fever"), rash ("facial rash") and fatigue ("fatigue"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery. Essure was removed on (B)(6) 2021. In (B)(6) 2021, the pelvic pain, vaginal haemorrhage, blood loss anaemia, allergy to metals, inflammation, syncope, circulatory collapse, palpitations, night sweats, pyrexia, rash and fatigue had resolved. The reporter considered allergy to metals, blood loss anaemia, circulatory collapse, fatigue, inflammation, night sweats, palpitations, pelvic pain, pyrexia, rash, syncope and vaginal haemorrhage to be related to essure. The reporter commented: normal hormone levels. Diagnostic results (normal ranges are provided in parenthesis if available): c-reactive protein - on an unknown date: 177. Immunoglobulins - on an unknown date: raised. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.